Event description:
Emt's responded to a one-car vehicle accident with a driver described as in cardiac arrest and down for a long time. The device was connected to the pt and the analyze button pressed. The device advised and the operator delivered a shock to the pt. According to the reporter, the device then alarmed and displayed a service wrench icon and would not analyze the pt's rhythm. The pt was not resuscitated but the reporter stated the pt's death was not caused by the alleged malfunction because the pt was not viable.